Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10863r32, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer's representative via crts (customer response tracking system) regarding a 74 year old female patient receiving 7.5mg/ml bupivacaine at 4.4971mg/day and 25mg/ml morphine (unknown) at 14.990mg/day via an implanted infusion pump. The indication for use was noted as other chronic/intractable pain (trunk/limbs) and spinal pain. On (B)(6) 2015 a suspected inflammatory mass (im)/possible granuloma was reported. The patient was asymptomatic and felt fine per the manufacturer's representative. The healthcare provider (hcp) was doing "another procedure" on (B)(6) 2015 but this was not elaborated. A request for information about what the dose should be titrated down to. The event date, diagnostics performed related to the suspected granuloma/im and results, whether the granuloma/im was confirmed, cause, and whether the issue had been resolved were not reported. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.